Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high ise indirect gen. 2 sodium results for quality control and around 400 patients from 24-oct-2017 through 04-nov-2017. The samples were repeated on another cobas 6000 c (501) module. The erroneous results were reported outside the laboratory. The customer stated corrected results were submitted and most samples exhibited about a 10% difference. Only one example was provided of an original result of 150 mmol/l with a repeat result of 141 mmol/l. There were no adverse events. The electrode lot number and expiration date were requested but were not provided. The field service representative found there was a fluidics failure or a dirty valve. He removed and cleaned the valve, replaced the o-ring, and checked and adjusted the dispense volumes. He performed and priming and system checks and ran precision testing. The results were within specification. The customer calibrated the ise related assays and ran qc with results within specifications. Follow up with the customer confirmed the issue was resolved.

Manufacturer narrative:
A query found no past or new escalated complaints of this nature on a like instrument during the past 12 months at this site. Treading was performed on this type of complaint and no abnormal trend was identified during the past 90 days.